Manufacturer narrative:
(B) (4). (B) (4). Malformed clip. H3. Evaluation summary. The analysis results found that the device was received in good visual condition. The device was tested for functionality and it fired eleven clips conforming and two double feed. In addition the orange indicator was noted to be beyond its intended position. The instrument was disassembled and no anomalies were found with the internal components. No conclusion could be reached as to how this firing issue had occurred. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device would not fire. Another device was used to complete the case with no pt consequence.